Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen and inflation lumen is separated 33.4 cm from the tip. Microscopic examination revealed no additional damages. The proximal section of the device did not return for analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon deflation issue and vessel dissection occurred, and removal difficulties were encountered requiring additional intervention. The 75% stenosed target lesion was located in the moderately calcified and non-tortuous common femoral artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. A 50/50 contrast and saline were used. The balloon was inflated at 14 atmospheres for approximately 20 seconds with no apparent issues. However, when negative pressure was applied for 5 minutes to the encore 26 inflation device, the balloon did not deflate. The physician attempted to deflate the balloon multiple times but with no success. As the balloon was unable to be removed, a micro puncture needle was used to puncture the balloon through the skin into the artery, but the attempt was unsuccessful. Subsequently, the whole system including the sheath and the inflated balloon were removed through the insertion point of artery. The physician re-entered another sheath and a stent was required due to dissection, caused by the previous intervention. The procedure was completed with another balloon. No further patient complications were reported.

Event description:
It was reported that balloon deflation issue and vessel dissection occurred, and removal difficulties were encountered requiring additional intervention. The 75% stenosed target lesion was located in the moderately calcified and non-tortuous common femoral artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. A 50/50 contrast and saline were used. The balloon was inflated at 14 atmospheres for approximately 20 seconds with no apparent issues. However, when negative pressure was applied for 5 minutes to the encore 26 inflation device, the balloon did not deflate. The physician attempted to deflate the balloon multiple times but with no success. As the balloon was unable to be removed, a micro puncture needle was used to puncture the balloon through the skin into the artery, but the attempt was unsuccessful. Subsequently, the whole system including the sheath and the inflated balloon were removed through the insertion point of artery. The physician re-entered another sheath and a stent was required due to dissection, caused by the previous intervention. The procedure was completed with another balloon. No further patient complications were reported.